Event description:
On (B)(6) 2014, ID (B)(6) generated a (B)(6) on a sample that repeated (B)(6), and no interpretation of (B)(6) with reagent lot 43914ui00. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A tracking and trending report review was performed and determined that there are no related adverse or non-statistical trends for the architect total bhcg assay or lot 43914ui00. A review of the architect total bhcg reagent package insert and architect system operations manual was performed and identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. While no customer reagent return was available; in-house file samples of reagent lot 43914ui00 were tested for performance. Those results show the reagent meets all validity and acceptance criteria for performance. Additionally, a review of non conformances and deviations determined that no known quality issue has been identified to date for the lot in question. Based on this evaluation, it is determined that architect total bhcg lot 43914ui00 is performing acceptably.

Manufacturer narrative:
(B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.